Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. Philips customer service reported the following trouble shooting with customer: customer reports there was probably an IV pump close to the unit. Discussed emi protection, ferrite bead on the lcd cable and suggested verifying it is in place. Discussed the lcd signal path with the cpu being the controlling component. Opened the unit and flexed the lcd cable - condition could not be duplicated. Customer will monitor unit and call back if further support is needed.

Event description:
Customer reports display was "jittery", bouncing around a bit. No patient/user harm reported. Event date not specified; estimate used.